Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Plunger case tamper seal was removed. Main case tamper seal was punctured. Top case was broken at both front corners and under tube holders. Plunger tube seal pushed into top case. Bottom case broken around mounting hole in battery compartment. Right plunger case was cracked at top surface. No results of event history log related to customer's reported problem and a2d reference voltage background test" found in device event history log. The technician did a visual inspection and performed a power-on self-test. Top case was found broken at both front corners and under tube holders during visual inspection. A2d reference voltage background test could not be duplicated during power-on self-test. The root cause of the reported issues were found to be device was dropped, contamination and corrosion on main printed circuit board (pcb), which was induced by the customer. Replaced top case, bottom case, and right plunger due to physical damage. Replaced main pcb for preventative measure purposes due to contamination and corrosion on pcb.

Event description:
It was reported that the case was broken and main board issues. No patient injury was reported.